Event description:
Caller alleged discrepant results compared with the doctor's meter (coaguchek) and the lab. Results as follows: see scanned table. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.